Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device with shield technology under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is n ot fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal end of pipeline would not open during deployment. After executing multiple trouble shooting steps, it was able to re-captured, and removed the pipeline prior to complete implantation. A 4.75x14 pipeline was then successfully implanted. The reported device and the accessory devices were prepared as indicated in the instructions for use (IFU). Less than 50% of the device was deployed when it failed to open. The device was re-sheathed less than or equal to 2 times. No additional steps were made. The treating vessel was the right ica. The aneurysm was unruptured and saccular. The max diameter was 7mm and the neck was 4mm. The distal landing zone was 3.75mm and the proximal was 4.5mm. The anatomy was moderate in tortuosity.